Manufacturer narrative:
Manufacturing investigation conclusion: the report of damage to external layer of the driveline could not be confirmed through this investigation as there was no product returned. The account communicated that the driveline has had damage to the external layer in the past. The entire external portion of the driveline was reportedly wrapped in rescue tape. The submitted x-rays showed some areas of metal shield breakdown on the external portion of the driveline. Multiple attempts for additional information were made, but no information was provided. No product is available for investigation. The submitted log file contained data from 19mar2019 through (B)(6) 2019. Lower than expected rsoc values of both cables were captured while the patient was connected to the power module. No atypical alarms or events were captured throughout the log file. The actual speed remained above the low speed limit for the duration of the log file and device appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. The hm ii lvas IFU addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The hm ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2014. It was reported that the system controller screen blanked during alarms and that there was external damage to the driveline. X-ray images were taken of the driveline but there was no indication of a fracture. The patient cable was recommended to be changed and the external rescue tape on the driveline was recommended to be changed. Additional information regarding the exchange was requested but has yet to be responded to.